Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent a lumbar drain. A pressure cable was not hooked up to the patient upon admission and when connected, the drain was not able to be zeroed or show a waveform, despite changing out the pressure cable and ¿pdm brick.¿ when attempting to zero, the monitor displayed a message saying ¿pressure sensed.¿ anesthesia called and was at beside along with the sicu team. Further troubleshooting was attempted with no success. Eventually, using a sterile technique, the transducer on the lumber drain was replaced with another one from an a-line setup and was able to get waveform to transduce pressure. This process took about two hours to figure out, during which the patient was unable to have csf drained.